Event description:
It was reported that failure to advance within the vasculature occurred. The femoral vascular anatomy was severely tortuous and calcified. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was inserted into the femoral artery; however, the physician was unable to advance the 14f isleeve introducer sheath past an area of tortuosity within the femoral artery. The 14f isleeve introducer sheath was removed from the patient and a kink along the shaft of the 14f isleeve introducer sheath was noted. The procedure was completed with a new 14f isleeve introducer sheath. No patient complications were reported.

Event description:
It was reported that failure to advance within the vasculature occurred. Procedure summary: the femoral vascular anatomy was severely tortuous and calcified. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was inserted into the femoral artery; however, the physician was unable to advance the 14f isleeve introducer sheath past an area of tortuosity within the femoral artery. The 14f isleeve introducer sheath was removed from the patient and a kink along the shaft of the 14f isleeve introducer sheath was noted. The procedure was completed with a new 14f isleeve introducer sheath. Patient status: no patient complications were reported.

Manufacturer narrative:
E1 initial reporter title, initial reporter first name, initial reporter last name - updated